Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 300 to 400 mg/dl. Customer reported that insulin pump was not delivering insulin. Customer declined to troubleshoot for high blood glucose. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08715 inches. No under delivery anomalies noted. (B)(4).